Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of leaking. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6, please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose (bg) levels rose to between 400 mg/dl and 500 mg/dl while wearing the pod between 36 and 48 hours. The patient¿s mother reported there was a smell of insulin at the pod site on the abdomen. The patient was experiencing thirst, dizziness, feeling weak, constant urination, and vomiting. As the bg levels were high, and with the symptoms that followed, the pod was removed, and a new pod was applied prior to going to the hospital on (B)(6) 2025. The doctor stated there was an issue with the pod as there was no insulin being administered into the body. The patient was diagnosed with ketones and dehydration. As treatment, the hospital administered insulin, and intravenous fluids were also administered to treat dehydration. The patient remained at the hospital for approximately 4 to 5 hours and was then released home.